Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. The customer had reused a cartridge and used a non-tandem syringe. There was no pt involvement as the pump was not being used for insulin therapy at the time of the event.

Manufacturer narrative:
The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge. In addition, the user guide states to only use single-use, disposable t:slim cartridges. The efficacy of the t:slim pump can not be guaranteed if cartridges are filled more than once. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.